Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they experienced a shock once or twice from their implantable neurostimulator (ins) where all of a sudden they got a lot of stimulation related to positional movement. The patient stated this occurred when they were changing position and got stimulation they weren't prepared for. The patient further stated that "I shouldn't have said it...it's with movement its nothing at all that the machine isn't working or anything...I shouldn't have said that". There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.